Manufacturer narrative:
The customer's reported complaint of " the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message " was confirmed based on the event log review and during functional testing. Multiple tcmid:05 (coolant diff failure) error messages were observed in the archive. The root cause for error message was the lm34 a/b temperature sensor failure, likely attributed to wear and tear. The thermogard console was manufactured in june 2017 and is over 5 years old, past its expected serviceable life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The delta t lm34a/b average during error events was 7,1°c. The limit is < 6°c. The thermogard xp ivtm system failed functional testing due to the displayed tcmid:05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message at post. Another tgxp was used to start or continue treatment. No delay in treatment was reported. No negative influence on patient treatment or patient damage was reported.